Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The pump was returned for evaluation and functioned as intended. No problem found.

Event description:
On 08/29/2022, it was reported by a sales representative via sems that a ar-6480 dw pumps tubing guard is broken. This was discovered during an unknown case, with no patient effect. There was no additional information provided.